Event description:
It was reported that continuous glucose monitor displayed malfunction alarm labeled error 42 while customer used g7 sensor. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, was guided through complete pump reset, and after reset pump no longer displayed malfunction alarm.